Manufacturer narrative:
E1: establishment name: (B)(6) hospital (documented here in it's entirety due to character limitations in respective field) the cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. According to customer, it is unknown whether there was any delay in start of precleaning. Additionally, it is unknown whether the air/water nozzle was flushed with air, water, and with a detergent solution during reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the customer's allegation was confirmed. Also, evaluation found the following: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of upward/downward knob was out of the standard value, due to adhesive peeling on rubber, insulation resistance value at distal end does not meet the standard value, adhesive on rubber had a crack, due to clogging of nozzle, water removal ability did not meet the standard value, mouthpiece was loose, swatch1 had a scratch, swatch had wear, bending tube was deformed, adhesive around objective lens was peeled, light guide lens had a chip, plastic distal end cover had a scratch, the connecting tube had a dent, connecting tube had a scratch and due to adhesive peeling around objective lens, streak of flare appears in the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the evis lucera gastrointestinal videoscope had a bad angle. There were no reports of patient harm. The device was returned for evaluation. Inspection and testing of the returned device found a foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.